Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced leaks, no delivery/occlusion alarm and also reported that insulin pump was exposed to moisture. The customer reported blood glucose value of 210 mg/dl. The customer reported elevated ketones/diabetic ketoacidosis, hyperglycemia, vomiting, nausea, headache, fatigue treated with IV insulin drip (intravenous insulin infusion), ems/ambulance/ER visit, hospitalization: overnight stay. The event involved product(s) mmt-332a, mmt-1880l, mmt-213a. Troubleshooting was partially performed. Customer has been using the insulin pump system within 48hrs of reported high bg event.. Customer was not using the auto mode/smartguard feature at the time of the event. Customer reported insulin flow blocked alarm (past/resolved event).issue was resolved. No further patient complications were reported. It was unknown whether the customer will continue to use the insulin pump. No product return is required for mmt-332a. No product return is required for mmt-1880l. No product return is required for mmt-213a.

Manufacturer narrative:
Unable to verify/test for leaking reservoir anomaly due to pump was received without the original reservoir. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08750 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 19-sep-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the event date of 19-sep-2024 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 64750 (6.475 u) and dailytotalofbolusinsulindelivered = 96000 (9.6 u) which is equal to the dailytotalofallinsulindelivered = 160750 (16.075 u). All bolus/basal were delivered in auto mode/manual mode. In further review of the formatted history file, there were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date of 19-sep-2024. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date of 19-sep-2024. However, multiple no delivery alarm/insulin flow blocked alarm were found on (B)(6) 2024 during bolus deliveries. No unexpected delivery alarm/insulin flow blocked alarm noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.73 mv). The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case and a cracked case behind the pump near the battery tube compartment. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for no delivery alarm/insulin flow blocked alarm and exposure to moisture (smells like insulin) were not confirmed. Unable to verify/test for leaking reservoir anomaly due to pump was received without the original reservoir. Customer alleged for leaking reservoir anomaly was unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.